Event description:
The rate independently changed. At an unspecified time, the nurse programmed the device to deliver at a rate of 75ml/hr and the delivery was started. No further programming parameters were provided. After 1.5 hrs, the nurse noticed that the device was infusing at a rate of 750ml/hr. There were no reported adverse pt effects. No med interventions were required. During testing at the user facility, the event could not be duplicated.